Manufacturer narrative:
Based on calibration and qc data, a general reagent issue could be excluded. The alarm trace did not indicate any issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant elecsys total psa immunoassay result for 1 patient on a cobas e 411 immunoassay analyzer. The initial total psa result was 0.04 ng/ml and the repeat result was 0.88 ng/ml. It was asked but not known if erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The total psa reagent lot number was 291528 with an expiration date of 31-mar-2019.